Manufacturer narrative:
(B)(4). This complaint was not confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were not provided. A definitive root cause cannot be determined. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-04139. 0001822565-2020-04140. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trend.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: item 66022663 lot unknown. Item 66022663 lot unknown. Report source foreign: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the hospital discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient was revised due to aseptic loosening of the tibial component. Surgeon alleged the cement mantle failed as cement was still adhered to the explanted component and the patients bone. Attempts have been made and no further information has been provided.